Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they received no delivery alarm and motor error alarms. The customer's father reported that they had to change the infusion set. The customer's blood glucose was unknown at the time of incident. The customer's father declined to troubleshoot. The infusion set will not be returned for analysis.